Event description:
As reported, the balloon on a 5f mynx control vascular closure device (vcd) burst during preparation. The device was not used inside the patient, and manual compression was performed for 20 minutes. There were no reported injuries to the patient. The device was used in a transfemoral catheter angioplasty (tfca). The device was prepped per the instructions for use (IFU). There were no visible signs of device or device packaging damage prior to use. The physician achieved certification on the use of the mynx vcd. Three cc of saline were used to inflate the balloon during preparation, and the inflation indicator at the rear of the device extended with the black lines visible during inflation. The procedure used a retrograde approach with a non-cordis 5f sheath introducer. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no vessel tortuosity, no presence of pvd or calcium at the puncture site, and no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.